Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level read "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer also reported seeing air bubble in the cartridge t:lock. The customer changed supplies and resumed insulin therapy. Reportedly, the customer uses the same pump supplies for over 2 days with trusteel infusion set and humalog insulin, tandem technical support educated the customer this is considered off label use per the tandem user guide.